Manufacturer narrative:
Corrected data: b4. Date of this report: "07/31/2025" should be removed and "08/06/2025" should be added on the initial MFR report. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and blurred vision. The lens was repositioned but that did not resolve the problem. In a separate surgery the lens was exchanged with the same model, longer length and the problem was resolved. The cause of the event was reported as a patient related factor.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).